Event description:
Tip of stryker bur ref# 5407-fa2-023, lot# 23205047, expiration date: 2026-08-01 broke into two pieces during use. Both pieces were retrieved from the surgical wound and accounted for.